Event description:
It was reported that during a cholecystectomy procedure, at the trocar insertion through endoscopic monitoring according to medical report. At first, the trocar was easy to insert, but then it got harder, the rotational movements got more strength and pressure. Finally, after a strong jolt, the trocar was fully inserted in peristomal cavity. At the end of the surgery, the doctor noticed that the trocar¿s tip was externally bent. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.